Event description:
Additional information received reported the patient did not have any concerns with her device or therapy.

Event description:
It was reported that patient never had therapeutic effect. Patient's symptoms had never change since receiving the device. Patient had a fall coming down escalator in (B)(6) and worried it could affect device. Patient hurt ribs during the fall. Device was turned off recently by patient and had trouble establishing "good" communication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v620583, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).